Event description:
It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. The patient went to the hospital where the device was programmed off and the patient was fitted for a life vest. Later, the doctor explanted and replaced the electrode onto the chronic pulse generator. There were no additional adverse patient effects. The system remains implanted.